Manufacturer narrative:
This report is a duplicate of report 8043484-2020-00678. Please refer to report 8043484-2020-00678.

Event description:
It was reported that the pico 7 device placed on a patient to treat a surgical incision in a complicated area on (B)(6) 2020 stopped working on (B)(6) 2020. Patient is going to see doctor until (B)(6), so no back-up was available at the moment of the failure and there was a great delay in treatment. No patient harm was reported.